Manufacturer narrative:
An endoscopic vein harvesting device was returned to sorin group USA. The visual inspection revealed that the jaw tip war broken. There was no report of pt injury. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of product. A follow- up report will be filed once a corrective/removal reporting number is assigned by the FDA district office.

Event description:
An endoscopic vein harvesting bipolar device was returned to sorin group USA. The bipolar jaw tip was broken. There was no report of pt injury.